Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple shocks for vt/vf episodes were observed. Several aborted shocks were also noted. Review of egms revealed that the patient received multiple inappropriate shocks due to noise on both atrial and ventricular channel. Lead damage was suspected. Lead was replaced. Patient's condition was good.